Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had been exposed to moisture. She took it off and removed the battery for 15 minutes. When they put the battery back in she received a battery out limit. They attempted to clear the alert but the button was not responding. Unable to troubleshoot for battery out limit due to the keypad not responding. The customer¿s blood glucose level was unknown. The customer stated that the escape button was not responding. The customer was advised to observe time clock for one minute to verify if time advances. The customer stated that the time advanced. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.